Manufacturer narrative:
Additional information was received that the patient¿s whole system was replaced, and the patient was doing well postoperatively. Device evaluation indicated that the leads revealed fractured cables at the bent/kinked location of the lead. This location appeared to be the site where the clik anchor had been positioned. The broken cables resulted in the reported complaint of high impedance exhibited. Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The reported electrical surge could not be duplicated on the test bench. Since the returned leads exposed substantial damages, the ipg was investigated with known good leads. The monitored stimulation found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the unbroken electrodes. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was feeling a jolting sensation periodically when the stimulation was on. Database analysis noted high impedances on actively used electrode. The patient will undergo an explant-reimplant procedure.

Event description:
A report was received that the patient was feeling a jolting sensation periodically when the stimulation was on. Database analysis noted high impedances on actively used electrode. The patient will undergo an explant-reimplant procedure.